Event description:
Rptr's spouse purchased a k-tel back reliever plus w/heat for pt for christmas. On sunday 1/4/98, rptr was using the pad on their recliner when they felt that it was getting abnormally warm. Rptr shut off the unit. Rptr caught a faint odor of something burning but by coincidence their spouse was making the kids some popcorn at the time so rptr attributed the odor to some over cooked kernals. A few seconds later rptr caught another faint odor just as their spouse walked into the room. As spouse walked by rptr asked if they smelled anything and at that instant they jumped for the switches to shut them off. Rptr jumped out of their recliner to find the lower back area underneath the pad to be smoldering. It did not turn to flame, however, the recliner is quite definately burned in a 3" x 3" area as is the heating pad which allowed the heating unit to burn completely through. The instructions say that the unit is not to be used for more than 15 mins in heat mode. Rptr can't say how long it had been in heat mode, however, if it was more than 15 mins it was not by very much. When it comes right down to it. This should not have occurred and if in fact there is such a quick hazard for slightly going over the 15 min heating time, then the product is far to dangerous for consumer use. Imagine an elderly person falling asleep with the product on!